Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Return testing was not performed as returns were not available. The ticket trending review did not identify any trend regarding commonalities for lot numbers and issue. Labeling was reviewed which adequately addresses the current issue. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data through abbottlink. Review shows that the median patient result for the lots (reviewed with at least 10,000 data points) is within established limits and comparable with other lots in the field, confirming no systemic issue for the lots. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 03p25 that has a similar product distributed in the us, list number 02r98.

Event description:
A provided literature article by bruinen, anne l. Et al., ¿point-of-care high-sensitivity troponin-I analysis in capillary blood for acute coronary syndrome diagnostics¿, clinical chemistry and laboratory medicine 60.10: 1669-1674. De gruyter open ltd. (Sep 1, 2022), documented a validation study for the atellica® vtli patient-side immunoassay analyzer for high-sensitivity poc cardiac troponin-I (hs-ctni) and compared test results to on architect troponin-I, stat high sensitive and the roche method. The study documented a false positive architect troponin-I, stat high sensitive result for patient 4. Patient 4 was a 57-year-old female diagnosed with a subacute myocardial infarction in 2015 was just admitted to the cardiac ed for atypical chest pain which could be induced by palpitation. Architect troponin-I, stat high sensitive result was 27.6 ng/l (cutoff 26.2 ng/l), roche result was 11 ng/l (cutoff 14 ng/l), atellica vtli poc result was 16.1 ng/l (cutoff 22.9 ng/l). No adverse impact to patient management was reported.